Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the cartridge alarm 30, instructed the customer to remove the cartridge and deliver a 9-unit bolus, but the alarm occurred again, preventing completion. The customer was advised to put the pump into storage mode and use mdi as backup therapy. A replacement pump and original cartridge were sent, and the customer understood the return process for the problematic pump.